Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, with powered device, the surgeon used a gold reload for the second fire to cut the stomach. The surgeon examined the staple line and noticed that there were open staples that didn¿t close to a perfect "b" shaped as expected. The surgeon continued cutting and stapling the stomach using green and blue reloads and then went back to the suspected area and sutured the segment (60 mm). After suturing the suspected area, he used methylene blue to be sure there are no leaks ¿ the test ended successfully. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ecr60d cartridge reload was received for analysis and cartridge body was noted to be damaged. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. No functional test could be performed due to the condition of the reload. The batch record was reviewed and no anomalies were noted during the manufacturing process.